Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, staple line incomplete was noted on the distal part. In addition, loading unit was difficult to unload, it was only possible to do it with a lot of force. The plastic from the connection of the reload broke. Broken piece of the reload was left inside the adapter. A new reload together with a new adapter were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance received one device. A visual inspection of the returned photos noted that there was a reload adapter broken off into the tip of the adapter. The unload button was at the home position. There was a piece of a reload broken off in the adapter and the unload switch was unable to be fully depressed. There was a deformation present on the j-hook and there was difficulty depressing the unload switch. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. No enhancements or improvements were generated for the reported condition. Since the associated handle was not returned with this complaint, it cannot be determined whether the adapter caused the reload to partially fire or not. If information is provided in the future, a supplemental report will be issued.